Manufacturer narrative:
The actual sample was returned for analysis. The suture was visually examined and it was observed that in the end near the tip the suture was inserting in the center of the suture, causing a bunching defect . It was applied tension in the suture and it was observed that the inserted area can be extract, however this part was thicker than rest of the suture. According to the sample condition, the assignable cause is a bunching defect. Complaint information will be included in complaint trending to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure and suture was used. During the procedure, it was found that the thickness of the suture had been changed at about 1 cm from the tip of the suture when the package was opened. There were no adverse consequences to the patient.